Manufacturer narrative:
On 27-may-2026, the product investigation was completed. It was reported that a patient underwent an atrial flutter ablation procedure with a decanav catheter and the tip of the catheter was rough. "The anomaly at the tip looks like residue from metal scraped by a sharp object," according to the medical team. A photo was provided which displayed that the margin beneath the electrode was damaged. No wires or internal parts were visibly damaged/exposed. The catheter was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed that there was lack of adhesive in the tip section in the transition between the first electrode and tip. Also, scratches in the dome were detected. Due to this condition a manufacturing investigation was requested and it was concluded that this type of failure was related to the manufacturing process as insufficient adhesive was observed between the dome and tip area. Regarding the damage observed in the dome, it was not possible to determine the cause of the failure mode, no tools or equipment are identified that can damage dome component and this defect is classified as undetermined. The investigation was performed through the different categories, considering factors such as training, man omission issues, the effectiveness of the process instructions and understanding of the associates as well as other factors related to manufacturing. The investigation could not conclude a root cause objectively, however, due to the high risk of the failure mode, it is considered a worst-case scenario where the issue could¿ve been originated in the manufacturing assembly process, therefore an internal action was opened as this complaint is categorized as manufacturing related. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The event described by the customer was confirmed. The root cause of this failure was traced to the manufacturing process. An no-conformance record was opened as this complaint is categorized as high risk. The catheter instructions for use (IFU) contain the following recommendations: careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. This product issue will be addressed through j&j medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-apr-2026, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a decanav catheter and the tip of the catheter was rough. "The anomaly at the tip looks like residue from metal scraped by a sharp object," according to the medical team. A photo was provided which displayed that the margin beneath the electrode was damaged. No wires or internal parts were visibly damaged/exposed. The catheter was replaced and the procedure continued. No patient consequences were reported.